Event description:
It was reported that the patient presented for a device replacement procedure due to device at end of life (eol). During the procedure, after the pacemaker was explanted, it was noted that the rv lead exhibited a high pacing impedance. The rv lead was capped and replaced on (B)(6) 2024. The patient was discharged. There were no patient consequences.

Manufacturer narrative:
UDI not available as product was manufactured on or before (B)(6) 2014.